Manufacturer narrative:
(B)(4). This follow-up final report is being submitted to relay additional information. Complaint summary: it was reported that during the impaction of the tibia, the tip of the impactor that holds the implant bent and broke off. Nothing fell into the patient and no delay occurred for the surgery. No patient harm, occurred during surgical procedure. Review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. It has been confirmed that the instrument/implant is not within the scope or subject of any field actions or recalls which could be attributed to reported event. Review of complaint history identified 28 additional similar complaints for the reported item and 1 additional complaint for the reported item and lot combination. This device is used for treatment. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A visual check of the returned product oxford cementless implant inserter confirms that the hook has fractured off, there is evidence of wear and impact damage on the top surface as well as the inner radius, this suggests that this instrument has been used for many procedures since it was manufactured in 2015. A dimensional inspection is not required for this event as this reported event is for a fracture. The definitive root cause of this event cannot be determined with the available information; however, there is evidence of impact damage on the inside radius suggesting the inserter has been used to reposition the tibial component anteriorly, this may have been a contributing factor. The investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and further investigated.

Event description:
It was reported that during the impaction of the tibia, the tip of the impactor that holds the implant bent and broke off. Nothing fell into the patient and no delay occurred for the surgery.

Manufacturer narrative:
(B)(4). Due to circumstances surrounding the covid-19 pandemic, complaint product return cannot be performed at this time. Therefore, the complaint investigation will proceed with currently available information. We have not been provided with any supporting documentation which could provide additional information. A review of the device history records did not identify any discrepancies that would have contributed to the reported event. A complaint search was conducted for events occurring between march 2018 to march 2021 for item 32-422097. 29 similar complaints were identified for this item number including (B)(4). A complaint search was conducted for events occurring between march 2018 to march 2021 for lot zb150702. 2 similar complaints were identified for this lot number including (B)(4) item 32-422097 lot no zb150702 has not been involved in any previous field actions. The hospital vulpius-klinik bad rappenau was found in 2 complaints (cmp-0553355 and cmp-0605575). There are trends in the cause; in most of the similar complaints the cause identified use error - possible misuse. Hhed-2019-00253 was conducted to evaluate the risk and determined that no product hold required. As detailed in pce69034, the most probable failure mode of the fracture is extensive use or excessive force. A review of the device history records for products related to the complaints, in relation to this hhe determination, did not provide any evidence that the devices were non-conforming when they left zimmer biomet. Risk assessment: root cause: the root cause of the reported event could not be determined. The most likely cause is expected wear and tear over time, over impaction of the instrument, over/under-tightening of the instrument against tibial trays, sub-optimal use during surgery, or a combination of all these factors. This is a known issue and health hazard evaluation (B)(4) has been raised to assess the risk of these instruments fracturing within the field. This hhe resulted in no field safety corrective action. There has been no higher severity event presented since this hhe was concluded, and the occurrence and risk remain within acceptable limits. The IFU provided with the compatible implants states intra-operative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement, and prior to surgery. The surgical technique for cementless implantation advises that the device is to be impacted by the toffee mallet and that the device is to release the tibial tray before the tray is fully seated within the patient bone. The reusable instrument lifespan manual instructs to look for fractures and surface damage during reprocessing. Occurrence rate assessment: mar 8 2018 to mar 8 2021: 9529 items sold the given period. Number of similar complaints identified: 29 (including initiating complaint). Occurrence ratio: 1:329 (29:9529). The calculated risk is as follows, severity of the reported event = 1 (negligible) and calculated occurrence rate of 4 (probable) are in line with the risk file. No corrective or preventive actions are deemed necessary at this time. Should the complaint product become available, the complaint investigation will be updated as appropriate. H3 other text : product has not been returned

Event description:
It was reported that during the impaction of the tibia, the tip of the impactor that holds the implant bent and broke off. Nothing fell into the patient and no delay occurred for the surgery.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Concomitant medical products: the product has been requested to be returned to zimmer biomet for investigation. (B)(6). Patient information is not allowed by country regulations. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the impaction of the tibia, the tip of the impactor that holds the implant bent and broke off. Nothing fell into the patient and no delay occurred for the surgery.